Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation. Also, it is important to know the instructions for use provides specific instructions on electrode coupling and warns about skin burns (poor adherence and/or air under the electrodes can lead to the possibility of arcing and skin burns). Reddening and burns are not uncommon during high energy therapy.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown), after removing the electrode pads, tearing of the skin was found on the patient. Complainant indicated that the patient sustained tearing of the skin. This is all the information available. Please reference medwatch reports 1218058-2019-00090, 1218058-2019-00092, 1218058-2019-00093, 1218058-2019-00094, 1218058-2019-00095, 1218058-2019-00096, 1218058-2019-00097, and 1218058-2019-00099 for a similar events reported from the same customer.